Event description:
This lead was noted to have elevated thresholds of 3.5v at 1.5ms, 2 months after implant. The decision was made to revise the lead and when the lead was disconnected from the device, a portion of the lead (from the terminal pin to the anode) detached from the lead body while the inner conductor remained intact. This lead was replaced with another lead.